Event description:
Caller reported blood glucose results from aviva system 1: 12:08 am- 436 mg/dl 12:11 am- 189 mg/dl 12:13 am- 247 mg/dl compared to blood glucose results from aviva system 2: 12:07 am- 193 mg/dl 12:10 am- 79 mg/dl 12:18 am- 286 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).